Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/22/2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have broken lines with exposed black marks on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultralink meter had black marks on the display. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 8:00 am, the patient noted the reported meter had black marks on the display; he was unable to obtain a blood glucose reading. At 8:15 am the patient took 15.0 units humalog insulin and at 11:15 am he took 10.0 units humalog insulin. At approximately 10:00 am the patient experienced the symptoms of nausea, headache, numbness in the legs and frequent urination. The patient tested his blood glucose level with a onetouch ultra2 meter and obtained a result of ¿hi mg/dl¿ (greater than 600 mg/dl). The patient did not seek any emergency medical attention. The patient manages his blood glucose level with insulin pump therapy. The meter issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after the meter issue occurred, therefore this complaint is being reported.